Event description:
It was reported that during a supply change the user experienced repeated ¿unable to proceed¿ and later an occlusion alert while using an ilet system, with troubleshooting revealing that the cartridge was connected to the connector outside of the pump and that tubing and site needed replacement; subsequent steps included a successful dry run and successful supply change after replacing the connector and infusion set, and the device problem was characterized as a complete blockage involving the tube component. Symptoms included hyperglycemia, with reported glucose readings at a high level. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem related to user connection steps, alongside a device problem consistent with a complete blockage in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.